Event description:
The patient was having a new port placed. Upon removing the old port, it was determined that the catheter of the port had been fractured. The tip of the catheter was in the cardiac silhouette. Patient was taken to interventional radiology for removal of catheter tip.